Event description:
It was reported that when the pump was implanted in april 2013, drug from the old pump was pulled and put into the new pump. The healthcare providers (hcp) thought that new drug was in the pump and programmed the pump according to that new drug information. The patient saw the print-out post-surgery and questioned it. At that time, the patient was told that they used the drug from his old pump because he had just been refilled. The hcp thought that it was going to be new drug put in the pump. The hcp was told that ¿it was fine¿ to use drug from the old pump. The patient was overdosed. The patient woke in the middle of the night. He couldn¿t move either of his legs. He was getting ¿way too much¿ bupivacaine. The hcps lowered the dose the patient was receiving. It was noted that the patient had an extremely high tolerance to drug.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: ne u_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).